Event description:
Information received by medtronic indicated that the insulin pen was damaged. Insulin pen cap was loose and cover over dose dial fell off insulin. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.

Manufacturer narrative:
Serial number: (B)(4). Software version: 3.8.5, color: grey. Battery life remaining: <4 months customer reports: cap is loose and cover over dose dial fell off. Per visual inspection: cap does not fit securely to inpen and missing dosing window. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap cracked / broken. The customer complaint of cap no longer staying attached and missing dosing window is confirmed.